Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the console release handle was jammed by helium tank knob chain, that had fallen into the channel for the console release. Removed chain. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) will not charge the battery and the console release handle will not release the console from the cart, battery is stuck. There was no patient involvement.